Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported failure is most likely due to a user error, following the correct surgical technique for the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/09/2023, it was reported by a sales representative via sems-06396026 that an abs-10060r angel machine was making a loud buzzing/hammering sound and failed to fill the separation chamber completely. This occurred during use on 10/27/2023. There was no additional information provided, and additional information has been requested.